Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to helix exhibited signs of stress. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix being bent and the housing being clogged with dried blood/body fluid and tissue. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities.

Event description:
It was reported that this brady lead was not implanted successfully due to helix exhibited signs of stress. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.